Event description:
It was reported that a pump declared an altitude alarm. There was no reported impact to the customer's blood glucose level. The customer was able to resume insulin delivery with the original cartridge after receiving tips from technical support on preventing altitude alarms.